Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified limb. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 10 seconds, a pinhole rupture occurred. The procedure was completed with another of the same device and no patient complications were reported.